Event description:
It was reported that increasing pacing lead impedance anomaly was observed on the right ventricular lead; the asymptomatic patient presented to the operating room for lead replacement procedure. The lead was capped and replaced. The patient¿s condition was stable.